Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient passed out twice since device change out last week. Prior to the change out, ventricular capture management would occasionally show high ventricular thresholds. A subsequent reading showed fluctuating thresholds on the ventricular lead. Presently the lead is still in use, but the physician plans to replace the ventricular lead. No further patient complications have been reported as a result of this event.